Manufacturer narrative:
Initial reporter phone #: (B)(6). The event described occurred on an ce-ivd instrument, but it is considered to be substantially similar to the legally u.s. Marketed ivd version of the instrument. The ivd instrument¿s 510k has been reported. .a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that on the bd facslyric¿ the needle was dripping. The following information was received from the customer: the problem was fixed on friday, but today the problem came back. The customer reported that the needle was dripping. 1. Was the leak liquid or air?: liquid. 2. Was the leak contained within the instrument? :not contained. 3. Was there spray of liquid? :no. 4. What was the fluid that leaked?: biohazard. 5. Did biohazard leak before or after waste line? : before waste line. 6. Was the waste mixed with decontaminate/bleach?: no. 7. Was the customer/ bd personnel physically in contact with the fluid? Physical contact included: clothing, skin, mucous membrane, inhalation, and non-intact skin: no.

Event description:
It was reported by the customer that on the bd facslyric¿ the needle was dripping. The following information was received from the customer: the problem was fixed on friday, but today the problem came back. The customer reported that the needle was dripping. 1. Was the leak liquid or air?: liquid 2. Was the leak contained within the instrument? :not contained 3. Was there spray of liquid? :no 4. What was the fluid that leaked?: biohazard 5. Did biohazard leak before or after waste line? : before waste line 6. Was the waste mixed with decontaminate/bleach?: no 7. Was the customer/ bd personnel physically in contact with the fluid? Physical contact included: clothing, skin, mucous membrane, inhalation, and non-intact skin: no

Manufacturer narrative:
H.6 investigation summary investigation summary: ¿ scope of issue: the scope of issue is only limited to facslyric 3l12c instrument ceivd, part # 663029, serial # (B)(6). ¿ problem statement: customer reported complaint of a leakage of biohazard not contained within the instrument. ¿ manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 01aug2021 to 01aug2022. ¿ complaint trend: there are 6 complaints related to the leakage of biohazard not contained within the instrument. Date range from 01aug2021 to 01aug2022. ¿ manufacturing device history record (DHR) review: DHR part #663029 serial # r663029000317, file # 663029-663029-r663029000317-107410421-21, was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the biohazard leak was a clogged restrictor. The customer reported an issue that the needle was dripping. The field service representative (fsr) performed a fluidics repair on the instrument. According to the work order notes, the works performed include reviewing the system and performing a dip of the restrictor in front of the flow cell. The fsr also performed final checks including ¿ laser safety check and successful completion of the pqc and abort count test. The instrument is confirmed to work normally after the works performed. As a troubleshoot recommendation, proper daily and monthly cleaning procedures can be found under ¿maintenance¿ also in the bd facslyric¿ clinical system instructions for use, # 23-19938-02 rev.01, vers. A on page 165. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: 02562268, 02562280 , case # 01756089 install date: 18oct2021 defective part number: na work order notes: o subject: 663029 - facslyric 3l12c instrument ceivd - drops from the needle o problem description: the problem was fixed on friday, but today the problem recurred. The customer reported that it was dripping from the needle. O work performed: technical use from 08.08.2022 we have carried out a repair on their bd facslyric¿ in the field of fluidics. This includes: - check the system. - restrector before diving before flowcell . Final inspection: - pqc successfully completed. - abortion count test successfully completed. - laser safety check performed. The device complies with the specifications of the system and is ready for use without restrictions. O cause: restrector clogged. O solution: new restrector fixed the problem. ¿ returned sample evaluation: a return sample was not requested because no parts were replaced. ¿ risk analysis: risk management file part # 10000063058ra, rev. 07/vers. Aa, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? ¿yes ¿no o azure ID: 89169 o ID: libivd-ra-61 2.1.6 o hazard: exposure to biological sample. O cause: back drip from injection port (sit). O harmful effects: harm to operator. (Exposure to stained sample). O probability: 1 o severity: 3 o risk index: 3 ¿ root cause: based on the investigation results the root cause of the biohazard leak was due to a clogged restrictor. ¿ conclusion: based on the investigation results, the root cause of the biohazard leak not contained within the instrument was due to a clogged restrictor. The field service representative (fsr) performed a fluidics repair on the instrument. The works performed include reviewing the system and performing a dip of the restrictor in front of the flow cell. The instrument is confirmed to work normally after the works performed. The instrument is confirmed to work normally after the works performed. ¿ supporting document: n/a h3 other text : see h.10